Event description:
On (B) (6) 2010, the nurse at the facility contacted baxter to report the "v" shaped notch in set which was infusing noradrenaline caused drug to leak/pool at pump. An epidural set was used to deliver noradrenaline. The patient was in the intensive care unit (ICU) when the event occurred. The vasoactive medication was administered via another route correcting a life threatening situation. No failure code occurred on the pump. The device did not shut down while expected to be in an on state. The patient was slowly recovering at the time of this report. The pump was last serviced in (B) (6) 2009 and has been updated with the most current software. The software installed on this pump is 5.09.92 (remediated). The pump has been serviced at a facility ((B) (4)) other than baxter. This complaint is opened against the set. (B) (4) is opened against the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the sample was received at the plant for evaluation. The set was leak tested and a leak was noticed from two slits in the transparent tube.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 100% in stent restenosed lesion was in a previously placed non bsc stent in the moderately tortuous proximal right coronary artery (rca). During pre-dilation the physician advanced a 2.0mm x 20 mm maverick balloon to the lesion. On the second inflation the balloon was inflated to 12atms and the balloon ruptured. The device was removed from the patient intact. The procedure was completed with a different device. There were no patient complications. Patient status is reported as good.

Manufacturer narrative:
(B) (4). Device evaluation is anticipated but not yet begun. Should this information become available, a follow up report will be submitted.

Event description:
The lay user/pt contacted lifescan alleging the meter powers off during use. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Manufacturer narrative:
(B) (4) upon further analysis of this complaint, it appears that the complaint was reported as an MDR in error. The product involved in this complaint was reported by a hospital in (B) (6) regarding an epidural set, product code emc9655 which is manufactured in the baxter (B) (4) facility and is not sold in the united states. The only colleague compatible epidural set approved for sale in the us is (B) (4) which is manufactured in the us using different epidural set tubing material, components and suppliers. Additionally, the event description in the complaint states that the v shaped notch in the set was noted to be leaking during an infusion of noradrenaline causing the drug to leak or pool at the pump. As the customer found the leak post priming, it is not suspected that the root cause was related to manufacturing or shipping. A two year review of our complaint database was completed for the us product code 2c7554 and there were no complaints with the same issue.